Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine , silver sulfadiazine, and/or sulfa drugs. Remove catheter immediately if adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs.". The complaint of catheter related allergic reaction could not be confirmed. No sample was returned for investigation. The customer did not report that allergy testing was performed to confirm a chlorhexidine allergy. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Therefore, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " the patient developed an allergy-like condition (drowsiness and malaise) after insertion of the device with a product coating". The patient was reported as fine after the incident with no other reported harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " the patient developed an allergy-like condition (drowsiness and malaise) after insertion of the device with a product coating". The patient was reported as fine after the incident with no other reported harm or consequence.